Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A review of the share logs was performed and a loss of connection was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.